Event description:
Per the original reporter in uf #: (B)(4), it was reported that the,"dad and registered nurse (rn) doing gastrostomy tube (g-tube) cares. And when removing the tape, they heard a leaking sound and small amount of fluid leaked and g-tube dislodged. A foley was placed while the spare g-tube was located in the patient's drawer. Then the new g-tube was placed and the balloon was filled with water. Medical team was at the bedside at the time. Surgery was notified and responded with 10 minutes. The rn tested the dislodged g-tube with water, and it appears to be leaking".

Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 11/20/2024. The occurrence was originally reported to amt on 11/18/2024 by the same initial reporter. It was originally reported that this device was in use for 15 days from 10/26/2024 to 11/10/2024 before balloon failure occurred. It was reported that the device was replaced, and that no patient injury occurred. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination but no device was available for examination. A picture of the device was provided and while no exact failure mode can be determined, it does appear that there was a balloon failure. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Reporting information can be found under the internal complaint # (B)(4).